Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that the insulin pump's up button was scrolling. Customer did not recall any significant events leading up to this error. Customer also reported that the insulin pump's battery cap was cracked. Blood glucose level was 172 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded act button on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.